Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not received

Event description:
It was reported, "patient was admitted on (B)(6) and was given a non-invasive needle in the implanted port. On (B)(6) the patient complained of a leak at the implanted port and the nurse checked and replaced it. No direct injuries were made." No other information was provided.

Event description:
It was reported, "patient was admitted on 03-25 and was given a non-invasive needle in the implanted port. On 03-29 the patient complained of a leak at the implanted port and the nurse checked and replaced it. No direct injuries were made." No other information was provided. Additional information 05/16/2024: feedback leakage may be caused by improper customer operation and infused chemotherapy drugs

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.